Manufacturer narrative:
E1: (B)(6). -name- medtronic minimed street-18000 devonshire street city- northridge state- ca zip code- 91325 zip four- 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that patient faced infusion set leakage event on (B)(6) 2026. The leakage was in the quick release. The infusion set was in use for one day.